Manufacturer narrative:
Block b3: exact date unknown, event occurred months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was noted to have a pressure wound overtop the incision of the ipg. It was also stated that the patient had a red bump at the ipg site.